Event description:
It was reported that the patient was injured and required to undergo surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The exact surgical and device details involved in this incident are currently unclear, however the information initially supplied indicates that the components wee used in conjunction with competitor devices, which would constitute an off-label application.